Manufacturer narrative:
The device was returned to olympus for inspection. The investigation confirmed the customer failure and determined the following cause: no electrical continuity due to corrosion (foreign material) on distal end. The root cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device has no electrical continuity due to corrosion (foreign material) on distal end. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information: h4.